Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device cuff had inflation/deflation issue. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of device was received for evaluation. An inflation /deflation test was performed. A visual inspection was performed and it was observed the cuff presents a small cut. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.